Event description:
Device malfunction: none. Symptoms / ae: neurological deficit. Time of ae: after the procedure. It was reported that one day prior to a right internal carotid artery stenting procedure, the pt experienced a watershed stroke. The evening post the carotid artery stenting procedure, the pt became confused, delirious and agitated. Reportedly, the pt has a history of strokes and has had similar symptoms after other strokes in the past. Over the next few days following the procedure, the pt was somnolent with neurological symptoms gradually improving. Fifteen days postprocedure, the pt was discharged to a rehabilitation facility. There was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Neurological events are known potential adverse effects associated with the use of the device as listed in the xact stent instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.